Event description:
It was reported that a patient presented with an inductive telemetry issue and unspecified high voltage output issue noted on the patient's implantable cardioverter defibrillator. Upon a second interrogation of the device, the issue was resolved. No adverse patient consequences were reported.